Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-06363. It was reported the pt was not receiving effective stimulation therapy. The pt has not used his scs sys in two years, because it was causing him pain. The ipg no longer communicate with any external devices. The pt stated he would like his scs sys explanted. Surgical intervention may be pending.